Event description:
It was reported by the customer that on (B)(6) 2010 the aiming beam fired straight out of the fiber at 184,556 joules. No patient injury was reported. The device was not returned for evaluation.